Manufacturer narrative:
H3. Analysis of the pump identified that the alarm was out of specification due to an anomaly with the resonator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly ¿ catheter body torn or broken or melted at or after explant ¿ did not affect infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (1,000 mcg/ml at 132 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was in for a planned replacement due to battery. In surgery, the pump segment was nicked upon removal and the hcp noted a potential trouble spot along the catheter length. Despite the potential catheter issue, the hcp noted a free flow of cerebrospinal fluid (csf). The hcp used their medical judgement and decided to replace the pump segment of the catheter. It was reported that leading up to the surgery the patient was asymptomatic and their therapy was going as planned. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 46 kg and their medical history was asked and would not be made available.